Manufacturer narrative:
(B)(4). Device lot number not provided/unknown. Device discarded.

Event description:
It was reported that the healing collar (hc343) fractured.

Event description:
It was reported that the healing collar fractured. There was no report of patient injury.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: it was reported that the healing collar fractured. There was no report of patient injury. Date rec¿d by MFR: 24 apr 2019, type of reportable event: malfunction. The reported device was not returned for evaluation as it has been discarded by the customer. Patient x-rays of the implant in the surgical site were provided, however which show that the drive feature of the implant contains the fractured base of the reported healing collar. The reported condition of a fractured healing collar is confirmed. A device history record review could not be performed, as the lot number associated with the reported product is unknown. Zimmer biomet quality management system has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the reported item number dating back 12 months. The complaint history review revealed that there are no existing non-conformances for the reported device. A definitive root cause could not be determined, however the most likely cause for the reported event is incorrect healing collar threading. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.